Event description:
Information was received from a consumer regarding a patient receiving bupivacaine via an implantable pump. The indication for use was non-malignant pain. The patient reported they couldn't get the handset to connect to the communicator. The patient stated they looked at the bluetooth settings and it says it is paired with communicator and should be working but when they tried to connect it just says connecting at the top dot. The issue was not resolved through troubleshooting. The patient had to disconnect the call before any troubleshooting. The patient called back the same day and repeated the information above. The patient stated that they get 10-12 boluses a day and they cleared the data already today. The patient stated they have to turn off/on bluetooth and reset the handset and communicator. The patient stated the handset was still spinning and not connecting. The patient mentioned they saw on the handset the communicator was connected to the handset. The agent asked clarifying questions and understand the patient did a lot of troubleshooting on his own. The agent warm transferred the patient to (B)(6) for assistance. Per the agent, (B)(6) was replacing the handset and communicator due to myptm app corruption.

Manufacturer narrative:
Communicator: analysis identified passed battery charging bench test but the micro usb charge port is loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.